Event description:
A patient underwent aaa repair with zenith devices in 2009. The patient's anatomical form was suitable for endovascular repair. However, it was difficult to confirm the position of right internal iliac artery under fluoroscopic control since the right internal iliac artery was bifurcated from the back side. Because of that, the physician was not able to determine the appropriate position to place the right iliac leg. The procedure was conducted as labeled. It was confirmed that the right internal iliac artery was occluded when the contralateral iliac leg (right side) was placed. No additional procedure for this was performed. The physician stated that he was aware of the possibility of occlusion of the right internal iliac artery since it was not clear where the bifurcation area was. At this time, he states that he decided to take a wait-and-see approach to follow up since the left internal iliac artery was not occluded. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Specific to this case, the IFU states to ensure internal iliac patency while deploying the leg graft. Additionally, the IFU also states that inaccurate placement of the graft may result in inadvertent occlusion of the internal iliac arteries. The device remains implanted and no images were provided to assist in this investigation. Without additional information and/or images, we are unable to determine the root cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.